Event description:
Pt implanted with prodisc-l at l4-s1 has no relief from pain. Pt will be revised to replace implant with an alternate system. This is one of three reports for this issue.

Manufacturer narrative:
Expiration date and date of manufacture cannot be determined without a part number and lot number. The investigation could not be completed, no conclusion could be drawn as no part number or lot numbers were provided and no device was returned.